Event description:
It was reported that a lead was twisted and all impedances were high and greater than 4000 ohms. The lead twisting was seen in an x-ray. The lead was explanted and replaced because it was twisted. It was noted that the patient claimed not to rotate the implantable neurostimulator. There were no patient symptoms and the patient suffered no injury or adverse event. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 3889-28, serial#: unknown, product type: lead. (B)(4).